Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp was connected at the time of the alarm but may have started initial drain prior to connecting their transfer set to the pt line of the homechoice set. Baxter's tsc assisted the hp's family member in ending therapy early. No pt injury was indicated at the time of the initial report.